Event description:
It was reported that insulin pump fell resulting in a broken screen display. No further information provided.

Manufacturer narrative:
Unit had cracked and bleeding lcd glass, unable to perform displacement test due to cracked / bleeding lcd glass. Unit had scratched lcd window, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.